Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels over 500 mg/dl with an unknown cause. Bg was treated by completing supply changes, administering bolus insulin, and manual injections. The customer consulted with the healthcare provider regarding bg level.